Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# 0212037843, product type: screening device. Product ID 977d260, lot# 0210510098, product type: screening device. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the leads were found to be ¿faulty¿ at the time of the trialing procedure. Impedance testing was performed in the operating theater and found the impedances were all ¿out of range¿ for both leads. In an attempt to troubleshoot the issue, the operating physician reseated the leads six times and also replaced the multi-lead trialing cable (mltc); however this did not resolve the issue. Regarding potential external factors that may have contributed to the event, it was reported there was a ¿possibility that the surgeon did not seat the leads correctly.¿ the physician ultimately removed and replaced both leads as a result of the event. It was noted the patient¿s indication for use was chronic pain.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of lead 0212037843 found the lead¿s outer insulation was melted. Impedance testing was performed with a known good screening cable and external neurostimulator and found normal impedances on all circuits and electrode pair combinations. Analysis of lead 0210510098 found no anomalies. Impedance testing was performed with a known good screening cable and external neurostimulator and found normal impedances on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.